Manufacturer narrative:
The device was not received for evaluation. If any new information or if the device is received, a supplemental will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex developed hemolysis. The impella was confirmed to be free floating mid left ventricle and free of all structures. The patient was transfused fresh frozen plasma and red blood cells. Additionally, the patient's urine was red. The clinical rep confirmed that no bleeding occurred from the impella access site. The patient expired on support. The medical safety officer reviewed and determined "the patient on bipella support developed hemolysis. Attempt made to determine the source for the hemolysis; no further information noted. Patient critically ill expires after approximately 8 hours after start of support. Unable to dissociate, the demise will be filed against the impella cp under complaint (B)(4) and impella rp flex is a serious injury."